Manufacturer narrative:
Inspection of the incoming memory download showed that the device depleted from eri to eol more rapidly than the 90 day specification. The device met its expected bol to eri calculated longevity. While investigating, the cause of the observed shortened eri to eol a short circuit internal to the hybrid resulted in damage which made additional trouble shooting impossible. Whether the short circuit contributed to the shortened eri to eol or was induced during trouble shooting could not be determined.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.